Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances since a bone dowel was placed in the patient's pelvis in a different position than desired with navigation involved, and there was a negative effect for the patient, according to the surgeon: despite the deviation of the bone dowel was detected by the surgeon after placement with a control CT scan before finalizing the surgery, but the surgeon initially decided not to remove it, and the other 2 bone dowel and 3 screw placements at the initial surgery were correct as intended. Despite there was no negative clinical effect due to the prolongation of anesthesia at the initial surgery of 20 mins, nor for the revision surgery of 2 hours. The l5 and s2 nerve roots were compromised due to the incorrect placement of the first bone dowel, and the patient presented with radiculopathy with the symptom of severe leg pain after the surgery. A revision surgery to remove the misplaced bone dowel and a bone fragment from the s2 foramen took place one week later: the dowel and bone fragment were removed but the patient's radiculopathy persisted. It is unknown if the patient's radiculopathy is permanent or reversible, however there were signs of improvement a few weeks after the surgery. The patient is undergoing further examination and may need more procedures. Hospitalization was prolonged by 1 day for the revision surgery. According to the results of this brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the placement of the bone dowel in the patient's pelvis from its intended position by 2 cm was an insufficient fixation of the reference array to the 2-pin fixator at the right iliac crest causing a shift in the reference array when inadvertent forces were applied (e.g. Bumping into array) during navigation. Movement of the reference array relative to the patient anatomy can lead to an inaccurate display of the tracked instruments on the registered image in the navigation software in comparison to their actual positions on the patient anatomy that cannot be compensated for by the navigation software. Apparently, the resulting deviation of the navigation display was not recognized by the surgeon prior to or while placing the first bone dowel with the appropriate and necessary accuracy verification checks throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (mis) for a left sacroiliac fusion with planned placement of 2 bone dowels and 3 screws, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position and attached the navigation reference array to the patient's right iliac crest using schanz pins and the brainlab 2-pin fixator. Performed an intraoperative CT scan and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative CT scan imported into and used by the navigation). Planned the trajectory for the bone dowel with the navigated brainlab pointer, used the navigated brainlab drill guide to place a guide pin along the first pre-planned trajectory, and inserted and hammered the first bone dowel in the left si joint. Detected a deviation between the display of navigation and the patient's bone while aligning the navigated drill guide for the second bone dowel. Inspected the navigation reference array and noticed it was not securely tightened. Tightened the reference array and performed another intraoperative CT scan and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative CT scan imported into and used by the navigation). Determined from the CT scan that the first bone dowel was placed 2cm medial from the intended location. Decided not to remove this bone dowel, but placed another correctly into the intended location (left si joint) with the aid of navigation, and continued with the surgery as planned, placing a third bone dowel and 3 screws correctly to the intended locations. Completed the surgery. According to the surgeon, the l5 and s2 nerve roots were compromised due to the incorrect placement of the first bone dowel, and the patient presented with radiculopathy (severe leg pain) after the surgery. The surgeon performed a revision surgery one week later with the aid of brainlab navigation, during which the misplaced bone dowel and a bone fragment in the s2 foramen were successfully removed. The patient's radiculopathy persisted after the revision surgery (per the surgeon, it is unknown if this is permanent or reversible), however there were signs of improvement a few weeks after the surgery. Hospitalization was prolonged by 1 day for the revision surgery. The patient is undergoing additional examinations and may need additional procedures. According to the surgeon: the deviation of the bone dowel was detected by the surgeon after placement with a control CT scan before finalizing the surgery, but the surgeon initially decided not to remove it, and the other 2 bone dowel and 3 screw placements at the initial surgery were correct as intended. The l5 and s2 nerve roots were compromised due to the incorrect placement of the first bone dowel, and the patient presented with radiculopathy with the symptom of severe leg pain after the surgery. A revision surgery to remove the misplaced bone dowel and a bone fragment from the s2 foramen took place one week later: the dowel and bone fragment were removed but the patient's radiculopathy persisted. It is unknown if the patient's radiculopathy is permanent or reversible, however there were signs of improvement a few weeks after the surgery. The patient is undergoing further examination and may need more procedures. Hospitalization was prolonged by 1 day for the revision surgery. There was no negative clinical effect due to the prolongation of anesthesia at the initial surgery of 20 mins, nor for the revision surgery of 2 hours.